Event description:
Information received indicates the bed has no trendelenburg or reverse trendelenburg function working.

Manufacturer narrative:
The technician found the gas springs were not releasing on the left side of the bed. The technician replaced the head and foot gas springs to repair the bed.